Event description:
Pt was revised to address loosening of the stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided prod and lot code since its release for distribution. The investigation could not verify or identify any evidence of prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this prod code has been inactive/obsolete since oct. Of 2003. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.